Event description:
A (B)(6) pt underwent nanoknife ire treatment for lung cancer on (B)(6) 2010. During the treatment, an adverse event occurred. The pt developed atelectasis from the tracheal tube blocking oxygen to the lower bronchi. This condition was resolved by pulling the tracheal tube out slightly to unblock the bronchi.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents, it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the atelectasis is likely a result of the tracheal tube in place for the procedure, as described by the treating clinician. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint #(B)(4).